Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during testing, tech fault tf231022 is shown on display, cannot be cleared. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: during testing, tech fault tf231022 is shown on display, cannot be cleared. No patient involvement.